Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope¿s air/water-cylinder and air/water-tube had foreign materials. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The reprocessing status was unable to be confirmed since information about it was unavailable. The foreign material residue point was confirmed to have been free from deformation. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The event can be prevented by following the instructions for use which state: the suggested events are detectable and preventable by handling device in accordance with the following instructions for use(IFU). Instructions for use(IFU) states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. Instructions for use(IFU) states the preventive measure in cf-h185l/I reprocess manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.